Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The device passed all the required testing.

Event description:
It was reported that the 980 ventilator had a blank screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.